Event description:
It was reported that the patient was previously implanted with a men's sling and recently underwent an artificial urinary sphincter (aus) implant due to an unspecified reason. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.